Manufacturer narrative:
(B)(4).

Event description:
The dentist reported a screw fracture. The fracture portion was removed and implant remains placed.

Manufacturer narrative:
Visual inspection noted that the screw is fractured at the top of the threads. There is wear on the body and the hex drive feature part is damaged (stripped). The device history record review for the screw lot was performed and did not identify any non-conformances. A definitive root cause has not been determined.